Event description:
In 2016 while undergoing a medication change in my medtronic pain pump, I experienced an immediate reaction of dangerously elevated blood pressure, spinal headache, lower abdominal pain, and spasticity in my entire body. I required emergency hospitalization for three weeks. After cts, MRI studies, and other diagnostic tests, the diagnosis was arachnoiditis. I had two other evaluations at (B)(6) and (B)(6) with the same outcome. Pain control with opioids was the only treatment offered as surgery was deemed too risky. Later that year I had the catheter removed from my spine, but the disabled pump was left in my abdomen. Pain and gradual paralysis continued, until (B)(6) 2017 when I lost all use of my legs and had severe pain that was not controlled. I underwent spinal surgery to drain an arachnoid cyst that was impinging my spinal cord at the t13 level. This left me with paraplegia that required 3 wks of hospitalization, two wks of skilled nursing to start occupational and physical therapy, and then one month of intense rehabilitation in a rehabilitation institute. I now receive in-home physical therapy. I still have not retained mobility and have severe pain in my back and legs. I also lost bowel and bladder function.